Event description:
Boston scientific crm received information that a latitude red alert was issue for this cardiac resynchronization therapy defibrillator (crt-d), which is included in the mid-life display of replacement indicator advisory, as it triggered end of life (eol) with a monitoring voltage of 2.56 volts and charge time measurements of 32 seconds. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available. Subsequently, the device was explanted and successfully replaced.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.